Event description:
It was reported that a 2800 19mm aortic valve was explanted due to stenosis after an implant duration of 136 months. The operative report confirmed the patient had "severe calcific aortic stenosis. The aortic valve was excised. The annulus under the left commissure had annular aortic dehiscence with exposure of the muscle...the calcification of the ascending aorta was not as severe as previously expected. A significant amount of time was required to repair the annulus and to excise the valve."

Manufacturer narrative:
Evaluation method: x-ray. Evaluation summary: as received, the valve exhibited heavy calcification in the cusp area of leaflets 2 and 3 and the free margin of leaflet 3, as evident in the x-ray. Calcification was minimal to moderate at the cusp area of leaflet 1. Minimal host tissue overgrowth (pannus) encroached onto the tissue at both aspects and into the orifice at the greatest point by approximately 1-3mm. Host tissue was minimal to moderate at the stent inflow and the stent outflow. The evaluation confirms heavy calcification as the primary cause of the reported stenosis leading to this explant. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The investigation reveals nothing to indicate a device quality deficiency that may have caused or contributed to this event.